Event description:
Per-q-cath inserted and the next day during am assessment, the nurse observed the PICC IV hub to be separated from the line. No bleeding or leaking of fluids was noted. The line was removed from the pt and md notified. Question whether there was a defect in the product which caused it to separate at the connection.

Manufacturer narrative:
The product has been received by the manufacturer and is currently being evaluated. Results are expected soon.